Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where the device "will not stop beeping and batteries were disconnected ". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor (5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that would not stop beeping was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition.